Event description:
It was reported that the bottom half of the display on the external pulse generator was blank and that the sensitivity could not be read. It was further noted that even with the battery voltage reading at an adequate level the display was still not illuminating. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display was blank, it was out of specification. Analysis also noted that the battery contacts were compressed. (B)(4).